Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and alarm went off. The customer stated that, an open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.